Manufacturer narrative:
A review of the device manufacturing history records confirms that no non-conforming product was released. The device has been returned to stanmore implants and is undergoing evaluation. The investigation is ongoing and the results will be provided in a supplemental report.

Event description:
It was reported that when the surgeon opened the box containing the mets femoral integral coated shaft & stem (oval; (B)(4), batch #: b10751), the sterile packaging had been pierced. The damage to the packaging was detected prior to use; the procedure was successfully completed with an alternative component from the mets distal femur kit supplied for this procedure.